Event description:
The pt is a (B)(6) gentleman that had undergone ercp on (B)(6) 2011 for an anastomotic stricture. He was treated with balloon dilation and bile duct stent placement. During recovery, he was experiencing pain with amylase/lipase elevations. He was hospitalized, diagnosed with post ercp pancreatitis. Event unrelated to the placement of indwelling stent.